Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving baclofen via an implantable pump for intractable spasticity and post spinal cord injury. It was reported that the patient heard their pump alarming every 10 minutes. They reached out to their healthcare provider (hcp) who was going to contact the company representative but they had not heard back. The patient stated they thought the pump reached the end of service, and based on the implant date it seemed to be correct. The patient later stated that every time they had their pump filled the hcp would complain that the pump moved around and it would cause the patient a lot of pain as they were trying to fill it. The patient mentioned the alarm to the hcp several times but they didn't know what the different sounds were except for the one with the single tone, saying that it needed to be changed soon. Now the pump was starting to sound like an ambulance. The hcp that put it in originally could no longer replace it all of a sudden. The patient was told this a few days before it was going to be done. They had to find another hcp immediately but this hcp had massive restrictions and things the patient was supposed to do, and they couldn't afford a lot of them. The hcp planned to replace it in six weeks but now their pump was doing this and would probably be shutting off. They were at 600 mcgs but now hcp wanted them to take 10mg of baclofen up to three times a day if needed for extra spasticity, several months back. The patient was taking more than that before they put the pump in in the first place.